Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperative to a laparoscopic ventral rectopexy, the patient experienced severe exoneration problem, abdominal pain, digestive pain, such as stab wounds to the stomach, discharges to the stomach, and rectal pain. There was dyschesia, vaginal lump sensation, and dysuria. The clinical examination showed cystocele grade 2, urethral hypermobility, hysteroptosis grade 2, and grade 2 rectocele, which were confirmed through MRI. The event led to patient repeatedly needing to stop working, difficulty working, walking, standing and sport.